Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer encountered repeated recoverable 32098 faults. The technical support engineer (tse) viewed the system logs and confirmed multiple 32098 errors on universal surgical manipulator (usm) 3 pointing to the axes controller motor (acm) board. The tse recommended to perform a system power cycle and a hard power cycle on the patient side cart (psc). The clinical sales representative (csr) performed this. Shortly after the system homed successfully, the recoverable fault returned. The csr spoke with the surgeon and decided to disable usm 3, but would like the field service engineer (fse) to follow up. The site continued the procedure with no reported complications. On 06/24/2022, the clinical territory associate (cta) was contacted and additional information was obtained about the complaint: the procedure was completed as planned with three system arms without any injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not duplicate the issue. The fse verified the error 32098 via the error logs. The fse replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of logs was performed. Per the review, the following was confirmed: system serial #: (B)(4) and event date: (B)(6) 2022). This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 an intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the error 32098 via logs, but were unable to replicate it. The usm was tested on the in-house system in normal mode with no triggered errors. The usm was also tested on the patient side cart fixture test platform (pftp) and passed the following: fiber test, sine cycle, cva, friction and advance brake test. As a fix, the axes controller motor (acm) will be replaced.